Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws basically shattered and delaminated by no fault. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Charred blood was observed on the jaws. A visual inspection was conducted. The silicone insulation on the jaw was peeled and torn away but remained attached at the tip and base of the jaw. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. Specific actions for the reported failure mode are being maintained and documented in maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws basically shattered and delaminated by no fault. A replacement device was used to complete the procedure. The hospital did not report any patient effects.